Event description:
It was reported, that the patient presented remotely via merlin.net. Device interrogation revealed unspecified oversensing on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: to implant date should have been (B)(6) 2019 not (B)(6) 2022.